Event description:
Use of pre-filled 0.9% normal saline syringe seized on administration. The plunger froze in place and would not move (forwards or retract); patient line could not be fully cleared; replaced product and continued case. Noted no reasonable issues on further inspection of device. Device retained at facility by quality engineer to identify item / lot code. FDA safety report ID # (B)(4).